Event description:
In the fall of 1998, there was an incident where a hx-20 computer was reported to have an output of zero for the ap coordinates regardless of data inputed. Apparently, the doctor had used the incorrect coordinates for the procedure. Following the procedure, the patient had died. As reported to radionics, the cause of death was bleeding of the brain.